Event description:
Customer cliams that employee had an allergic reaction after opening the pack. Some of the symptoms were respitory distress and itchness in his hands. Was given benadryl and solumedrol to relieve symptoms.

Manufacturer narrative:
As of submission date, sample has not been received from (B)(6). If the sample becomes available, this will be reevaluated. This issue was sent to sterility assurance for investigation. They reviewed the batch records for the sterilization run associated with this catalog and work order and verified them for proper sterilization. There were no notifications of deviation, nonconformance, or issues noted that would impact sterility or product residue/degassing of the kits. No definitive root cause associated with the sterilization process could be determined. All sterilization parameters were met during the processing of the load. Review of complaints for the past year found that this is the only customer experiencing this type of issue.